Manufacturer narrative:
Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Occupation: non-healthcare professional. PMA/510k: den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the on/off switch in the "on" position. One unused catheter was returned with the device. The red activation knob was engaged in the handle for activation of the co2 cartridge, however the co2 cartridge was missing from the device. A round potion of the activation knob had broken from the bottom of the device. The broken piece of the activation knob was included with the returned device. The lance was returned loose from the regulator, and the other internal components of the regulator (o-ring, ball, and spring) were missing from the regulator. There were no anomalies noted with the returned lance. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Investigation conclusion: a corrective action has been initiated to reduce occurrences of activation knob and handle breakage or cracking. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Prior to a hemostasis procedure, the physician attempted to prepare a cook hemostasis endoscopic hemospray. The physician got the hemospray device ready, removed all pieces from the container and turned the red "cap" on the handle of the device until it stopped. While holding the device in one hand, the physician reached for the catheter and began to attach it to the device when the handle exploded. The carbon dioxide [co2] canister broke through the cap of the device, sending pieces of plastic and metal around the room. No one was hit. The co2 canister could not be located, but a few plastic and metal pieces were recovered. This occurred prior to patient contact; there was no impact to the patient.